Event description:
It was reported that a cassette wasted a reservoir volume of 45ml due to a no disposable error alarm on their pump. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health impact and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked rear case. Functional testing found customer problem was not duplicated regarding "incorrect/no cass/disposable detected" issue during investigation. However, found fluid ingression on downstream occlusion sensor by the chassis base as possible cause of the issue. Chipped rear housing on upper left hand corner. Recommend downstream occlusion sensor and rear housing to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).